Manufacturer narrative:
On (B)(6) 2013, a steris account manager and clinical education specialist met with the facility's ipt nurse, perioperative director and endoscopy nurse to follow-up in regards to the reported event. The user facility reported that during their investigation of a patient infection, they cultured nineteen different surfaces, one of which was the bottom of the system 1e tray which had not been used for a period of several days. The facility stated the fungus found is normally present in the environment. The facility stated the system 1e did not cause or contribute to the patients infection. The facility stated that they are knowledgeable on the daily cleaning instructions to wipe processing trays with a soft cloth dampened with (B)(4) isopropyl alcohol and further stated they would be more diligent regarding their cleaning.

Event description:
On (B)(6) 2013, the user facility contacted steris service regarding a system 1e pressure transducer fault. During the technician¿s evaluation of the equipment the facility reported they found fungal growth on the bottom of their system 1e processing tray. The technician noted that the processing tray was not present in the chamber at the time of his arrival and the processor had not been used for approximately six to seven days.